Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ right sided pelvic pain"), menorrhagia ("menorrhagia/ abnormal bleeding(menorrhagia)") and genital haemorrhage ("heavy and irregular bleeding") in a 27-year-old female patient who had essure (batch no. B02264) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis, multigravida, parity 3, bacterial vaginosis and benign ovarian cyst. In 2013, the patient experienced weight increased ("weight gain"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 1 year after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On 30-(B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia"), migraine ("migraines"), urinary tract infection ("infection:urinary tract"), vaginal infection ("infection:vaginal"), headache ("headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding(vaginal )"), cystitis ("infection:bladder") and abdominal pain lower ("cramping"). The patient was treated with anovlar (loestrin), promethazine, surgery (pelvic surgery on (B)(6) 2015 and total vaginal hysterectomy and bilateral salpingo-oophorectomy) and surgery (ablation and d & c). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, urinary tract infection and abdominal pain lower had resolved, the menorrhagia, genital haemorrhage, dyspareunia, weight increased, vaginal haemorrhage, cystitis, vaginal infection, nausea, vaginal discharge and fatigue outcome was unknown and the migraine and headache had not resolved. The reporter considered abdominal pain lower, cystitis, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results: a urine pregnancy test was performed today and the result was negative . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 9-aug-2018: quality-safety evaluation of product technical problem update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ right sided pelvic pain"), menorrhagia ("menorrhagia/ abnormal bleeding(menorrhagia)") and genital haemorrhage ("heavy and irregular bleeding") in a 27-year-old female patient who had essure (batch no. B02264) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included endometriosis, multigravida, parity 3, bacterial vaginosis and benign ovarian cyst. In 2013, the patient experienced weight increased ("weight gain"). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 1 year after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced fatigue ("fatigue"). On (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia"), migraine ("migraines"), urinary tract infection ("infection:urinary tract"), vaginal infection ("infection:vaginal "), headache ("headaches"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal vaginal bleeding/ abnormal bleeding(vaginal )"), cystitis ("infection:bladder ") and abdominal pain lower ("cramping"). The patient was treated with surgery (pelvic surgery on (B)(6) 2015 and total vaginal hysterectomy and bilateral salpingo-oophorectomy) and surgery (ablation and d & c). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, urinary tract infection and abdominal pain lower had resolved, the menorrhagia, genital haemorrhage, dyspareunia, weight increased, vaginal haemorrhage, cystitis, vaginal infection, nausea, vaginal discharge and fatigue outcome was unknown and the migraine and headache had not resolved. The reporter considered abdominal pain lower, cystitis, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results: a urine pregnancy test was performed today and the result was negative. Most recent follow-up information incorporated above includes: on 27-mar-2018: plaintiff fact sheet and medical records received. New reporters added. Patient¿s demographics, historical condition added. Essure indication updated, stop date and lot number added. New event abnormal bleeding (vaginal, menorrhagia), infection: bladder, infection: urinary tract, infection: vaginal, headaches, nausea, vaginal discharge, cramping and fatigue were added. Outcome for migraines updated to not recovered. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), migraine ("migraines") and weight increased ("weight gain"). The patient was treated with surgery (pelvic surgery to try ad alleviate the symptoms on (B)(6) 2015). At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, migraine and weight increased outcome was unknown. The reporter considered dyspareunia, genital haemorrhage, migraine, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.